Event description:
Prior to an MRI scan, an attempt was made to insert a 22 gauge needle. Attempted blood withdrawal unsucsessful. Catheter hub was removed and it was noted that a 4 mm tip of the catheter was missing. CT scan showed 4 mm of retained tubing under the skin. Removed by the plastic surgeon under a local anesthetic. Child did well with no adverse effects.